Event description:
It was reported that the patient's blood glucose level rose to over 300 mg/dl while wearing the pod for less than an hour. The patient stated that she was bending over to check her pet water when the pod fell right off, 5 minutes after being activated from the infusion site (arm), causing the cannula to dislodge. Customer stated there hasn't been any change in her routine that may have impacted the adhesive. The patient stated her blood glucose ran high with this pod, reaching over 300mg/dl, and bolusing did not bring it down according to her. The patient also stated that the adhesive is difficult to remove from skin. Details of treatment were not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.3 hardware: iphone16.2 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.